Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was having difficulty charging due to the ipg being superficial. It was noted that the ipg was dead. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well. Explanted ipg will not be returned.